Event description:
It was reported that the patient received fifteen inappropriate shocks. The right ventricular lead had noise, high impedance, and oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis of the data revealed that there was interference/noise on the lead as the ventricular short interval count v-sic equaled 3163.7 counts avg/day, in 187.8 days, between (B)(4) 2012 21:37:50 and (B)(4) 2012 15:03:15. The data analysis also revealed high resistance/impedance as there were two patient alerts for rv (right ventricular) pace lead z greater than 2000 ohms on (B)(4) 2012 03:00:02 and (B)(4) 2012 03:00:04. The weekly pace lead impedance log data shows an abrupt increase for max v.pace equaling 909 to inf fd (un-filtered data) ohms peak between (B)(4) 2012.